Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient began unspecified treatment for the event (dose, frequency, route and duration were not reported). It was reported that pd therapy was withdrawn during the treatment. On an unreported date, the patient was recovered. No further detail was provided regarding whether the patient was hospitalized. No additional information is available.